Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment. Other patient information: gynecare tvt, pelvicol.

Manufacturer narrative:
(B)(4). . Covidien is submitting this report on behalf of (B)(4)., (importer). (B)(4).